Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Event description:
It was reported that a patient experienced a dental implant fracture and the implant was removed.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Brand name: from "unknown atis implant" to "osseospeed ev 4.8 s - 11 mm" catalog number: from "unk atis implant" to "25244". B5 updated with new verbiage medical device problem code: from "1863" to "1260". Investigation findings from "3221" to "3252" and added "3243".